Event description:
The initial customer allegation was found to be non-reportable. It was observed that during the device evaluation, the gastintestinal videoscope exhibited a black screen and no image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, t is likely the following led to the malfunction: a bad plug unit affecting the image. The most probable cause of the reported malfunction is traced to an expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.